Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va1lp67 , implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. Patient reported since getting her most recent battery replacement she has not had any therapeutic effect and is using as many pads as she was before she had the interstim. She has access to 3 programs on her handset and has tried them all with no therapeutic effect. Patient stated she was told not to increase amplitude over 3.0 to preserve battery longevity but she is not feeling stimulation sensation and is planning to try increasing to 4.0 for a short period of time to see if she responds favorably and will have more info to share with her doctor's office. Patient's next appointment is in july. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they were still having therapy concerns and the doctor had tried botox (no allegation related to device/therapy), and multiple different programs, but it did not seem to be doing the trick. They noted it worked better during the day as long as the patient remembered to use the bathroom every 2 hours, but they were on a diuretic which took over in the morning. They were redirected to their healthcare provider. Additional information was received from the patient. They repeated information about therapy issue including information about taking a diuretic for cardiac reasons. Patient said currently on program a and it is not working so well, just adjusted the setting on (B)(6) 2021. Patient wanted to review use of handset and communicator and asked about maintenance. Reviewed information with patient. Patient said next appointment is on (B)(6) 2021. Additional information was received from the patient. They reported that they received a new rechargeable system on (B)(6) 2021. They still had not been getting symptom relief with their previous system, so their healthcare provider had ordered x-rays (the patient could not remember the date), and they were told that the probe had moved five inches from the initial site. The patient said they had not had any falls for the past two years. They did mention that over the last year, they had lost about 65 pounds. They stated they received the new stimulator because the old one did not work for them.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1lp67 implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 07-nov-2021, UDI#: 0(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional provided additional information: when asked the cause of the old stimulator not working for the patient it was determined to be due to the patient had substantial weight loss and lead migration.